Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:11:43. During night drain cycle seven, the patient's ultrafiltration reading was 2760ml, indicating the home patient (hp) drained 1960ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes, visual inspection, functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should relevant additional information become available, a follow-up report will be submitted.